Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 02/10: customer reports male undergoing a stent placement procedure when the fluoro failed. Staff brought in a portable c-arm and the procedure was completed without further incident. No reported injury.